Event description:
User facility medwatch mw5107920 report received that states "we started by attempting to close our right femoral artery access however our pro-glide's when cinched down to the arteriotomy did not allow for hemostasis. An additional pro-glide was deployed; however, there was still significant bleeding around our sheath. Failed pro-glide or right femoral artery necessitating right femoral artery cutdown and endarterectomy and repair of right femoral artery. FDA safety report ID# (B)(4)." Part number on medwatch was for prostyle not proglide.

Manufacturer narrative:
It is unknown if the device is returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices are filed under separate medwatch report numbers. Attachment: medwatch report# mw5107920.

Manufacturer narrative:
Based on additional information received, only two devices were deployed during the procedure. Therefore, analysis will not be required for (B)(6) as no malfunction occurred.e1: facility name, address, postal code, phone h6: health effect - clinical code 1888 was removed. Health effect - impact code 4641 was removed. Medical device problem code 4001 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure using two prostyle devices after a chronic limb-threatening ischemia (clti) interventional procedure using a 7f sheath. Reportedly, the knot of first prostyle device was successfully advanced; however, hemostasis was not achieved. A second prostyle device was deployed. The foot did not fully retract back into the device which sheared the vessel. A cutdown was necessary to repair the large arteriotomy made from device. The knot of the second prostyle device successfully advanced; however, hemostasis was not achieved. No resistance was noted during removal of the second prostyle device and it was retrieved as a single unit, with no device separations noted. No additional information was provided.